Event description:
Surgery had to retrieve a detached piece of the catheter from the heart. The catheter became detached from the actual metal port. This is based on x-rays and the cardiac procedure. We have concerns regarding the parts on these vortex lp ports reference lvtx 5213 detaching and have notified the MFR. We have had to perform surgery to retrieve parts of these ports. It is believed to be a problem with the product regardless of the lot number.